Manufacturer narrative:
E1: facility name: (B)(6). E1: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-definition lcd monitor had image noise occurred during screening tests which is a diagnostic procedure. The malfunction was observed while the device was inside the patient and the patient was under sedation. The procedure was completed using the same device. There were no reports of patient harm.